Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported patient had a "non functional pain pump" and that she had not had pump filled since (B)(6) 2017. Patient's managing hcp no longer took her insurance. Patient knew it was not functioning because it was "no longer beeping". This was all of the information she had. No patient symptom was reported. No further complications were reported.